Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tubing open end appears melted; the fiber distal part is charred and exhibits devitrification at the output area. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 53,222 joules while using the surgical fiber during a prostate procedure, the physician lasered a stone and the fiber tip broke. The procedure was completed using a second surgical fiber. There was no patient injury reported.